Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be force sensing resistors (fsrs) out of specifications/damaged. The device will be removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f38 (malfunction in tube misloading detection circuitry). The event occurred during an unreported process step. There was no patient involvement. No additional information is available.